Event description:
It was reported that a staff member received a slight shock to the hand when plugging in the compella bed. During a follow-up call with the customer, the customer stated that the staff member was not injured, the shock was minimal, no medical intervention was required, and the staff member continued to work normally. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was reported that a staff member received a slight shock to the hand when plugging in the compella bed. During a follow-up call with the customer, the customer stated that the staff member was not injured, the shock was minimal, no medical intervention was required, and the staff member continued to work normally. The compella bariatric bed system is intended to provide patient support in health care environments and may be used in a variety of settings including, but not limited to, acute care, including critical care, step-down/progressive care, medical/surgical, high acuity sub-acute care, post-anesthesia care unit (pacu), and sections of the emergency department (ed). It is capable of being used with a broad patient population as determined appropriate by the caregiver or institution and is intended for patients between 113 kg and 454 kg (250 lb and 1000 lb). Per the hillrom service manual it is necessary for the compella® bariatric bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Pay particular attention to safety features, which include but are not limited to: the power cords for the bed and asu are with the unit, and they are in good condition: the plug is a one-piece molded plug assembly, the assembly shows no signs of cracking, the plug molding around the blade is not discolored, and the blade is tight in the molding. The power cord hooks shows no sign of cracking and are intact with no damage. Replace or repair parts as necessary. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed on (B)(6) 2023. It is unknown if the facility performed any other preventative maintenance on this bed. The bed was inspected by a baxter technician and found that the power cord was damaged/had exposed wires. The control box was removed and replaced, and the bed functioned as designed. The power cord was replaced. In this event, the staff member allegedly received a slight shock, medical intervention was not required, and the staff member remained at work, there was no report of medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, concluding a serious injury did not occur in this case. If the report of a damaged power cord (with copper wire exposed) were to recur, it would be likely to cause or contribute to a serious injury.